Manufacturer narrative:
Device was not returned for root cause analysis. Two pictures were attached to the complaint. According to photos received, the failure mode ¿foreign material/contamination¿ was not confirmed. If the sample is received, the complaint will re-open.

Event description:
It was reported that there was a contamination in the cassette. There was no human harm, and the user of the device was a production assistant from the hospital pharmacy. The status of the product at the time of the event was during set up.